Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : the received device was forwarded to commercialized product development for evaluation. Review of the received device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.¿ added: d10 corrected: h3.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address subsidence and loosening of tibial tray at the cement to implant interface. The patient's primary attune fixed bearing tibial tray and cruciate retaining fixed bearing insert were removed and replaced by attune revision components. Surgeon believes that the patient's bone quality may have contributed to the subsidence of the tibial tray. He can't help but wonder if the design of the underside of the tibial tray may have also contributed to the loosening and subsidence of the tibial tray, since there was no trace of bone cement attached to the underside of the tray upon its removal. Depuy smartset gmv bone cement was use during the primary procedure. Doi: (B)(6) 2017. Dor: (B)(6) 2020; left knee.